Manufacturer narrative:
The reported event, top housing detached from the large aseptic bottom housing, was confirmed. The service technician observed that the top housing had broken off from the bottom housing. No other symptom failures were found. An aseptic housing top damaged-cracked failure mode was determined. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported after sterilization procedure at user facility, the aseptic housing fractured and the top housing detached from the large aseptic bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported after sterilization procedure at user facility that the aseptic housing fractured and the top housing detached from the large aseptic bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.